Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 20-0074 corrective action 6. Investigation revealed that the instrument is not damaged. It shows slight signs of use which indicate that it has been used several times. For this reason, we suspect that a user error has led to the problem described. The event is filed under internal karl storz complaint ID (B)(4).

Event description:
It was reported that there was event with a grasper. According to the information received, the device failed during surgery. Whilst carrying out a gastric bypass in theatre three the surgeon noted the johan grasper had made a sizeable hole in the patients small bowel. The jaws of the johan were rough and caused perforation of the patients small bowel even though minimal force was used to grasp the area in question. Upon firther exmaination of the other areas of the bowel small scerosal tears were also noted in mutliple areas. Additional information is not available.